Event description:
It was reported to boston scientific corporation on the event date, that an rx ercp cannula tapered tip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on the same day. According to the complainant, during prep, it was observed that contrast media was leaking from the device tip near the "conjunction area of the lumens." The procedure was completed with another rx ercp cannula tapered tip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not yet been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.